Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a no external power alarm was confirmed via analysis of the submitted log file. The log file contained approximately 1 day of data ((B)(6) 2021 ¿ (B)(6) 2021 per the time stamp). A no external power, low voltage hazard and power cable disconnect alarms were active on (B)(6) 2022 from 7:19:36 to 7:19:40 due to a loss of ac power while connected to the mobile power unit (mpu); the alarms resolved when ac power was restored to the mpu. The system controller backup battery supplied power to the system and pump function was not affected during the loss of external power. The pump maintained a speed above the low speed limit throughout the log file. Additional information provided stated that the mpu (serial number: (B)(4)) is still in use and would not be returned for evaluation. The root cause of the reported event could not be conclusively determined through this analysis. The device history records were reviewed and the records revealed that mpu-44208 was manufactured in accordance with manufacturing and qa specifications. The mobile power unit was shipped to the customer on (B)(6) 2021. Heartmate 3 patient handbook section 5, entitled ¿alarms and troubleshooting¿, and heartmate 3 instructions for use (IFU) section 7, entitled ¿alarms and troubleshooting¿, cover all alarms (visual and audible), including the no external power, low voltage hazard, backup battery fault and power cable disconnect alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate 3 IFU section 3, entitled ¿powering the system¿, explains the various ways to power the heartmate 3 lvas, including how to properly use the mpu and the actions to take in the event of a power failure. Heartmate 3 IFU section 2, entitled "system operations", explains how to replace the system controller and how to replace the system controller backup battery. Section 5, entitled ¿surgical procedures¿, also explains how to install the backup battery in the system controller. The heartmate 3 patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported through log file analysis that the patient experienced power cable disconnect, low power hazard and no external power events on (B)(6) 2022 while they were tethered to the mobile power unit (mpu); this appeared to have occurred during a routine change in power from the mpu to batteries, but this might have also been due to the mpu briefly losing power. The site confirmed the mpu had a v-lock connector on the ac power cord. It was not known if the power cord came loose at the wall or the back of the unit; however, the "cluttered hospital room" where the patient was staying may have contributed. The mpu was still in use.